Manufacturer narrative:
(B)(4). H3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-00163. H3 other text : not returned.

Event description:
It was reported that the patient had an initial surgery on an unkonwn date. Subsequently about 8 months ago the patient had a total reverse shoulder due to pain, loosening, and limb length discrepancy. A reverse total shoulder was planned but due to the patient¿s anatomy a hemiarthroplasty was performed with the srs salvage system implanted with proximal humerus reconstructed without complications. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Updated: b4, b5, d2, g3, h1, h2, h6, h10. Proposed annex g code: mechanical (g04) - stem. The reported event is confirmed via medical records. Medical records were provided and identified the following: preop diagnosis: mechanical failure of right distal humeral replacement. Shortening of right arm, pain, at high risk of humeral stem perforating superiorly on the humerus. Proximal humerus found to be loose on telescope on the humeral stem. Once the interface with the humeral prosthesis distally was identified, we then dissociated the distal humeral body form the humeral segment of humeral stem allowing for the proximal humerus and humeral stem and segment to be removed en bloc. Leaving a significant defect and shoulder short. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.